Manufacturer narrative:
(B)(4). The reported backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. It is believed the bvvi occurred due to exposure to cold temperatures after explant.

Event description:
It was reported that during device change-out procedure due to eri, the device went into backup vvi mode. Device was replaced.